Event description:
An ophthalmologist reported that during an intraocular lens (iol) implant procedure, trailing haptic of involved ultrasert was cutoff during iol implantation. Additional information has been requested and provided that planned explant has been done.

Manufacturer narrative:
The used device and a broken haptic were returned in the opened carton. The plunger lock and lens stop were removed and returned. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. There was no damage observed to the device. The returned haptic was broken at the gusset area. The broken haptic was returned inside a folded white piece of paper. Pictures were available that matched the returned product. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause could not be determined for the reported complaint. A broken haptic was returned outside of device. The plunger was retracted upon return. The plunger position in relation to the broken haptic during advancement cannot be determined. The instructions for use (IFU) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. A qualified viscoelastic was indicated. Updated information indicated that the planned explant occurred and the iol was successfully explanted. No further information has been provided. There are no other complaints in this lot. Broken haptics may occur: if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If the device is overfilled with ophthalmic viscoelastic devices (ovd) as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).